Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers 2.1 pocket had failure. A field service engineer powered station off and checked cable connections. Powered station back on and confirmed no issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer had failed storage space, preventing user from removing the required medication and causing delays.there were no adverse events or injuries reported based on this event.